Manufacturer narrative:
This report is submitted on july 26, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode array. Re-implantation is planned; however, has yet to occur as of the date of this report.